Manufacturer narrative:
A1: full patient identifier is: (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: a beckman coulter field service engineer (fse) was dispatched to assess system performance. While onsite, fse observed a bubble in the buffer syringe. The fse replaced buffer valves and this resolved the issue. The fse also cleaned the d-pot and reference line though the reference valve and primed as a proactive measure. The system was verified with passing calibrations and qc (quality control). In conclusion, the cause of the event is a hardware malfunction.

Event description:
The customer reported obtaining high na (sodium) patient results on the ise (ion selective electrolyte) on their dxc700au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Customer provided an example of one high na result which was >200 mmol/l. No other information was provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance.